Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "affected by our protesis".

Event description:
Patient reported "affected by our protesis". Patient additionally reported "colonization by bacterias and seromas." This relates to the left device. Device has been explanted.